Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, it was noted that the tip of the stent was deformed, and the delivery system tip was also damaged. The stent was not deployed inside the patient. The stent was removed directly, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.